Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's display was blank. Customer stated they have changed the battery and the device would not turn on. Customer was calling back after an insulin pump rest. Blood glucose level at the time of the incident was 192 mg/dl. During troubleshooting, the customer was unable to get the display to return. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to battery cap missing the metal contact. Installed a test battery cap and continued testing. Pump was received a missing retainer and missing the reservoir tube o-ring. Pump passed the rewind test, prime/seating test, basic occlusion test, force sensor test, self test, sleep current measurement, and active current measurement however, unable to perform the displacement test and occlusion test due to missing retainer. The insulin pump was also received with scratched case, pillowing keypad overlay, and minor scratched lcd window.